Event description:
The customer contacted the remote support center stating that the intellivue multi measurement server x2 did not emit sound. There was no report of an adverse event. The device was not in use at the time of the alleged malfunction.